Event description:
The information received from the affiliate states that the balloon of the palmaz genesis ruptured during stent placement causing the stent to be placed distal to the target lesion. The patient was male but age was unknown. The target lesion was renal artery. Heavy calcification and moderate vessel tortuosity, the rate of stenosis was 80%. A palmaz genesis (pg1840pmw/ lot 15383340) was delivered to the target lesion but the balloon ruptured at the below nominal pressure. The stent was managed to be dilated but it was placed distal to the target lesion. Therefore, an additional stent (details unk) was placed proximal to the first stent and the entire lesion was fully covered. The procedure was completed without patient injury. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The information received states that the balloon of the palmaz genesis delivery system ruptured during stent placement causing the stent to be placed distal to the target lesion. An additional stent was placed proximal to the first stent and the entire lesion was fully covered. The target lesion was renal artery with heavy calcification and moderate vessel tortuosity, the rate of stenosis was 80%. A palmaz genesis was delivered to the target lesion but the balloon ruptured below nominal pressure. The stent was managed to be dilated but it was placed distal to the target lesion. Therefore, an additional stent was placed proximal to the first stent and the entire lesion was fully covered. The procedure was completed without patient injury. There was no adverse event and the patient is in stable condition. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.